Manufacturer narrative:
Event date: (B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® sacett¿ suction above cuff endotracheal tube had a low pressure alarm on the respiration apparatus, one day after the patient was intubated. It was observed that the inflation line had disconnected and the cuff was deflated. No patient injury was reported. The event was considered resolved.

Manufacturer narrative:
One device was returned for evaluation without its original packaging. Visual inspection of the device found that the inflation line was detached from the tube. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and no discrepancies or leak faults were found. Functional testing involved use testing of seven devices from the manufacturing line and found that a portion of the tube remained when the inflation line was detached manually. Based on the evidence, the most possible root cause was attributed to a manufacturing issue due to the assembly process to bind the inflation line to the tube.